Event description:
It was reported that the pt could not get any stimulation. The device was interrogated and the device seemed fine. The pt had been charging the device. The pt visited their hcp in the middle of (B)(6) 2011 and x-rays were taken. The x-rays did not reveal anything obvious. The pt had a lead replacement surgery on (B)(6) 2011. The pt was programmed post- operatively and the pt was getting good stimulation. The pt was seen one week post-operatively and everything was going very well. The pt reported they had received assistance and their concerns were resolved.

Manufacturer narrative:
(B)(4).